Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) USA, alleging that the patients onetouch ultra mini meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the meter issue began around 11 am on (B)(6) 2018, alleging that the patient obtained an inaccurately high blood glucose result on the subject meter, the reporter was unable to confirm the exact result. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter stated that the patient manages her diabetes with oral medication, diet and exercise and had made no changes to her normal diabetes management in response to the alleged issue. The reporter stated the patient did not develop any symptoms but that in response to the alleged high result, the patient attended the emergency room, and was treated with ¿venous blood sugar fluids¿, after obtaining a result from the hospital meter, that was ¿way lower¿. The exact result was not known. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly required treatment from a health care professional, whilst using the product. There is insufficient information to rule out the contribution of the subject meter to the event.